Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgery research coordinator thrombus was noted in the outflow conduit. The pt's inr was 1.96, plt was 275. The therapy preceding the onset of the event was warfarin/coumadin. No further info was provided.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.